Event description:
An account reported that during a colonoscopy a polypectomy was performed on a patient using an electrosurgical generator (esu). The setting was endocut, 200 watts, effect 3. The doctor stated that at the time of the procedure he noticed an unusual amount of char and was suspicious of perforation. The patient and patient's family were instructed to return to the hospital in case abdominal pain developed. The patient returned to the hospital and subsequently, a colon perforation was diagnosed. The patient underwent a subtotal colectomy.